Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).

Event description:
It was initially reported by the company representative that during the patient's transfer in the sling between a bed and a wheelchair using the maxi twin lift device the should clip of the sling detached from the hanger bar of the lift and the patient fell down. As a consequence of the event the patient received a head trauma. It was indicated that the patient was sent to the emergency room and then was hospitalized for two days.